Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient was underwent operation on (B)(6) 2013. After the operation, the blade was penetrated and cutout. The surgeon removed it and re-operated using the dynamic hip system (dhs). Reportedly, the surgeon did not think this was a kind of malfunction. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The articles in question were analyzed for conformance to print specifications and a function test was performed, no deviation was found. The device history record of those lots was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with these lots in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Afterwards it is impossible to determine the cause of this occurrence. We could not detect any damage related to the described problem. By the upper hole of the nail there is a small part broken away.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.